Event description:
It was noted immediately post-laparoscopic cholecystectomy that the tip of the laparoscopic grasper had broken off. Pt x-rayed and x-ray showed faintly decernable similarly shaped shadow. At the time a decision was reached not to retrieve this tip of the laparoscopic grasper.